Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -9.00 into the patients right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was exchanged with the same model and power but longer length and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim#: (B)(4).